Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. During troubleshooting, it was confirmed that the screen was responsive; however, the customer reported having to press with more force. The customer's blood glucose was 171 mg/dl.